Manufacturer narrative:
Medtronic received additional information that there was no noticeable damage on the cannula. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of 3 dlp aortic root cannula with vent line, it was reported that the device was discontinued due to strong resistance and a possibility of reflux. The 2 leads were opened and 1 lead was not opened, but all was of the same lot. 2 was used, and 1 was returned unused. The device's were replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Correction b5: medtronic received information that during use of three dlp aortic root cannulae with vent lines, it was reported that the devices were discontinued due to strong resistance and a possibility of reflux. The two devices were opened and one device was not opened, but all three were from the same lot. Two were used, and one was returned unused. The devices were replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that there was no noticeable damage on the cannulae. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of any damage. The device was removed from the peel pouch. A syringe filled with di water was connected to the device and when it was engaged, there was flow observed through all the tubing's with no resistance noted. Reason for return was not confirmed. Additional information h6.2 eval code method (fdm/annex b): this field was updated. Additional information h6.3 eval code result (fdr/annex c): this field was updated. Additional information d4 unique identifier (UDI) #: this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.